Event description:
Caller reports the patient tested >8.0 inr and >8.0 inr on the coaguchek s system and 6.1 inr on a comparison lab. Caller states based on the lab result the coumadin was held and the patient was given a small oral dose of vitamin k to take at home. Caller states the patient will return for testing before starting coumadin again. No adverse event reported. Requested return of suspect system and replacement sent.